Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 7 events for the failure: fracture. - 7 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 7 events were reported for this quarter. Product return status. 3 devices had investigation types that have not yet been determined. 4 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. 4 devices: fracture problem / part/component/sub-assembly term not applicable. Product disposition. 4 devices: product not received. 3 devices: product disposition is not yet determined. Additional information. 7 devices were labeled for single-use. 7 devices were not reprocessed or reused.